Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated strut(s) into organs, mechanical thrombectomy due to thrombosis extended from ivc filter through right popliteal fossa. The device was removed percutaneously. The patient experienced chest and neck pain; however, the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was implanted at the l2-l3 interspace. Approximately two months post filter deployment, patient presented with left lower quadrant pain. Subsequent computed tomography was showed that six perforating filter legs extended greater than 3mm beyond the wall of the ivc. One perforating leg comes in near proximity to the distal abdominal aorta. One perforating leg contacts/comes in near proximity to the left common iliac artery. Eventually one month later, x-ray lumbar spine 2 to 3 views was performed and it revealed an inferior vena cava filter in place in the interim to the right of l3-l4. The patient complaint of lower back pain. Thirteen days later, patient presented with abdominal pain and chest pain. Subsequent computed tomography showed that ivc filter with tip 4cm below the right renal vein. Approximately three years eight months later venogram showed that an inferior vena cava filter remains present at the l3-l4 level. One month later, patient presented for filter retrieval. A snare was advanced through the sheath and used to capture filter and removed. Therefore, the investigation is confirmed for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 02/2015), d11, g4, h4 (manufacturing date: 02/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was implanted at the l2-l3 interspace. Approximately two months post filter deployment, patient presented with left lower quadrant pain. Subsequent computed tomography was showed that six perforating filter legs extended greater than 3mm beyond the wall of the ivc. One perforating leg comes in near proximity to the distal abdominal aorta. One perforating leg contacts/comes in near proximity to the left common iliac artery. Eventually one month later, x-ray lumbar spine 2 to 3 views was performed and it revealed an inferior vena cava filter in place in the interim to the right of l3-l4. The patient complaint of lower back pain. Thirteen days later, patient presented with abdominal pain and chest pain. Subsequent computed tomography showed that ivc filter with tip 4cm below the right renal vein. Approximately three years eight months later, initial venogram revealed complete thrombosis extending from just above the inferior vena cava filter through the right popliteal fossa. After thrombectomy, persistent flow obstructing thrombus was noted throughout the inferior vena cava filter with limited residual thrombus present in the treated right iliac, femoral and popliteal veins. Subsequently next day, venogram showed that an inferior vena cava filter remains present at the l3-l4 level. One month later, patient presented for filter retrieval. A snare was advanced through the sheath and used to capture filter and removed. Therefore, the investigation is confirmed for perforation of the ivc, occlusion of the ivc filter and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2015), g4, h4 (manufacturing date: 02/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated strut(s) into organs, mechanical thrombectomy due to thrombosis extended from ivc filter through right popliteal fossa. The device was removed percutaneously. The patient experienced chest and neck pain; however, the status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: a vena cava filter was placed at l2/3 via the right femoral vein. Three months later, patient presented with one week of left lower quadrant pain. CT abdomen/pelvis revealed six perforating filter legs extended > 3mm beyond the wall of the ivc. One perforating leg contacts/comes in near proximity to the distal abdominal aorta. One perforating leg contacts/comes in near proximity to the left common iliac artery. Approximately five years post filter deployment, inferior venogram showed thrombus extending from just above the filter. One week later, the filter was removed completely with a snare. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015), (manufacturing date: 02/2012). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) perforated into organs and mechanical thrombectomy was performed due to thrombosis extending from the ivc filter through the right popliteal fossa. The device was removed percutaneously. The patient experienced chest and neck pain; however, the status of the patient is unknown.